Event description:
During a procedure, the physician requested a balloon catheter to trap a guide wire within the guide catheter, however the physician was given a 12 x 3.00 rebel stent instead of a balloon catheter. The stent delivery system (sds) balloon was inflated and the stent was deployed in the guide catheter. Then a rotablator burr was advanced through the guide catheter and the stent was pushed into the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the device was reportedly mistaken for a balloon catheter and the stent was deployed. (B)(4).